Event description:
It was reported that merlin.net transmission revealed the pulse generator exhibited backup vvi operation. The asymptomatic patient presented in clinic for further troubleshooting. A software download was performed successfully and the device resumed normal functions. The patient was stable and would be followed normally.

Manufacturer narrative:
(B)(4).